Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven months later post filter deployment, the patient was reported to have abdominal pain. On the next day, filter was attempted for retrieval for the patient since the filter was not serving its purpose anymore. The internal jugular vein was cannulated using a 10-french sheath. Then using bard extraction device, the tip of the filter was attempted to snare. The head where the hook was lying against the wall was completely embedded into the wall and was lying eccentrically inside the inferior vena cava. An inferior vena cava venogram was performed with an injection through the sheath, and it was clearly evident that the hook was against the wall and could not get behind it because it was completely endothelialized. After multiple attempts and greater than 30 minutes of fluoro time, the procedure was aborted because it was unlikely that the filter could come out, since the head was completely embedded into the wall. The conclusion of this procedure stated unsuccessful extraction of the filter with an inferior vena cava venogram. After nine months, x-ray of lumbar spine was performed for the patient with lumbago which showed that inferior vena cava filter was present. After ten days, computed tomography of the abdomen and pelvis with intravenous contrast was performed for the patient with right upper quadrant pain which showed that one of the limbs of the inferior vena cava filter projected anteriorly to the region of the duodenum. After two weeks, the patient was presented with resolved abdominal pain during which the computed tomography of the abdomen and pelvis was reviewed and reported that filter was seen tilted with cold of the filter projecting posteriorly and one of the legs projecting anteriorly and was hard to see if these structures penetrated the wall of the duodenum. After four years and one-month, computed tomography of the abdomen and pelvis without contrast was performed for the patient with deep vein thrombosis which in comparison to that of previous study, revealed that inferior vena cava filter was noted at the infrarenal inferior vena cava and numerous tines projected through the wall of the inferior vena cava. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the inferior vena cava. The filter was not removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review summary: the patient with a history of deep vein thrombosis had a filter deployed. Venogram was performed demonstrating the filter in good position. Approximately seven months post filter deployment, during a scheduled retrieval procedure, an attempt was made to snare the tip of the filter but was it embedded in the caval wall. A venogram was performed demonstrating evidence of the hook completely embedded and endotheialized in the wall. After multiple retrieval attempts the decision was made to conclude the procedure noting that the filter was unlikely to come out. Approximately one year five months post filter deployment, CT scan demonstrated one leg of the filter projecting anteriorly to the region of the duodenum. Approximately one year six months post filter deployment, vascular noted that the patient's filter was tilted with the cone of the filter projecting posteriorly and one of the legs projecting anteriorly. Approximately one year six months post filter deployment, the patient presented to the emergency room with right upper quadrant pain and an esophagogastroduodenoscopy (egd) was performed. After gastrointestinal (gi) imaging a laparoscopic cholecystectomy was performed and the patient had no further pain. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment, an attempt was made to snare the tip of the filter but was it embedded in the caval wall. A venogram was performed and the filter was also noted to be lying eccentrically inside the inferior vena cava. Approximately one year six months post filter deployment, vascular noted that the patient's filter was tilted with the cone of the filter projecting posteriorly and one of the legs projecting anteriorly. Approximately one year six months post filter deployment, an esophagogastroduodenoscopy (egd) was performed and there was no protrusion of the vena cava filter noted. Therefore, based on the provided information the investigation is confirmed for a tilted filter and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc. The filter was not removed after an attempted but unsuccessful percutaneous removal procedure. There was no reported patient injury.